Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the patient contacted boston scientific regarding the thought of the pacemaker not working anymore and was about to be done with the battery. Upon review of the device data it was observed that the estimated longevity remaining decreased from 3.5 years to 1 year over the course of 1 year. Data analysis was conducted and it was confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the patient was reassured with the safe replacement interval of 90 days. The patient mentioned to be on the list for device replacement. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the patient contacted boston scientific regarding the thought of the pacemaker not working anymore and was about to be done with the battery. Upon review of the device data it was observed that the estimated longevity remaining decreased from 3.5 years to 1 year over the course of 1 year. Data analysis was conducted and it was confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the patient was reassured with the safe replacement interval of 90 days. The patient mentioned to be on the list for device replacement. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.